Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose for the past 2 weeks with blood glucose of 40 mg/dl at the time of the incidents. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no other issues were found. The customer stated some of their bolus history was missing from the pump. The customer was hospitalized for surgeries and was hospitalized when the lows happened. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No displacement anomaly or drive or motor anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.